Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose and pancreatitis. Customer was wearing the insulin pump at the time of the visit. Customer stated that it had nothing to do with the insulin pump and that the hospital had taken off the insulin pump. Customer was assisted in programming the insulin pump. The blood glucose reading was 297 mg/dl. Nothing further was reported.